Manufacturer narrative:
Name and address: phone: (B)(6). Name and address: postal code: (B)(6). Occupation: consultant urologist. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy, one of the basket wires on an ngage nitinol stone extractor broke. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence.

Event description:
Additional information received 03jan2023. A new device was used to complete the procedure. The patient did not experience any adverse effects due to this incident.

Manufacturer narrative:
Summary of event: as reported, during a ureteroscopy, one of the basket wires on an ngage nitinol stone extractor broke. A new device was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects due to this incident. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned device was also conducted. The complaint device was returned to cook in open packaging with the label. Two bends were noted in the basket sheath and support tubing. The basket was able to open/close, however, the basket had a broken wire. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) cautions - "this device is conductive. Avoid contact with any electrified instrument." It further states - "excessive force could damage the device." The information provided upon review of complaint file, device history record, complaint history, and quality control documents provides evidence to support that the device was manufactured to specification. Based on the available information and results of the investigation, cook has concluded that the cause of the reported issue could not be conclusively determined. The issue occurred during use, indicating it was possible the wire was exposed to a laser or other electrified instrument, but no information related to the procedure was known. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.